Manufacturer narrative:
Ous MDR - upon receipt, the device was interrogated, revealing the battery status eri. The device was implanted for 25 months and 21 charging cycles were recorded to the device memory. The memory content of the device was inspected. The inspection revealed that the exceedance of the maximum charge time of 20 seconds during the automatic capacitors reformation mentioned in the complaint description, led to the observed eri detection. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the charge time was normal. The ICD was opened. The visual inspection of the inner assembly showed no anomalies. Subsequently, investigations reveled that the electronic module was damaged. The damage symptoms indicated that the damage was, most likely, caused due to an increased leakage current of a shock capacitor during a charging cycle. This is consistent with the observed prolonged charge time during the automatic capacitor reformation. However, the shock capacitors revealed no indications of a malfunction during analysis, indicating a temporary occurrence of an increased leakage current at the time of the reported automatic capacitor reformation. In summary, with regard to the therapy functions the ICD showed a flawless behavior during analysis. The clinical observation was caused due to a temporary increased leakage current of a shock capacitor during an automatic capacitor reformation. This observation does represent a random event with no systematic root cause.

Event description:
Ous MDR - this device was explanted due early eri. No shocks and no spontaneous episodes. No adverse pt side effects have been reported.